Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a malfunction of the ECG trunk cable which was ordered among with the 3 leadset grabber. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG trunk cable. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device displays the message "faulty ECG unit" with acoustic signal when used in the hemodynamic room.¿ . The device was in clinical use for patient at the time of the event, however no patient harm was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.